Event description:
During a therapeutic procedure, outside of the patient, a surgical scope did not display and gave error code b30 (connection problem). There was no health impact to the patient or user. The procedure was completed with a backup olympus scope.

Manufacturer narrative:
This event was previously incorrectly assessed as non-reportable. During a routine review of the record, a re-assessment of the event determined that the malfunction should be reported.